Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The numbers were ramping. Customer's blood glucose level was 116 mg/dl. The insulin pump alarmed battery out limit and unexpected restart. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. Pump passed displacement test, self test, unexpected error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no unexpected battery out limit alarm and unexpected restart alarm noted.